Event description:
It was reported that when drilling to create a screw hole, the tip of the drill was broken. The broken piece was all removed. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
The event was confirmed based on correspondence with the sales rep. The device was not returned for evaluation as it was disposed at the hospital. Device inspection was not performed as the device was not returned. Complaint history review was performed and no similar complaints were identified for the reported lot number. Device history review was performed and no relevant issues were identified. The drill was released in (B)(6) 2015 and is approximately 3.5 years old. The plausible root cause of the reported event cannot be determined conclusively as the device was not returned for evaluation. However, potential root cause of the tip fracture may be: normal wear and tear due to device age and/or user apply too much force when drilling a whole due to hard bone quality. Device not returned.

Event description:
It was reported that when drilling to create a screw hole, the tip of the drill was broken. The broken piece was all removed. There are no reports of adverse consequences to the patient.